Manufacturer narrative:
Qn#(B)(4). The customer provided one photo for analysis. The photo shows the kinked guide wire within the protective tubing. The customer also returned one, unopened sac set for evaluation. The returned packaging had signs of folding/creasing upon return. The kit was opened to analyze the contents within. Visual analysis revealed the protective tubing had two kinks; one towards the center of the body which aligned with a kink on the guide wire and another towards the proximal end that was within the catheter. The lidstock clearly states, "do not bend." The damage observed is consistent with defects related to storage and shipping. Microscopic examination confirmed the damage and revealed that the distal and proximal welds were secure and intact. The kinks on the guide wire measured 167 mm and 298 mm from the distal tip. The guide wire length measured 350 mm, which is within the specification limits of 345-355 mm per guide wire product drawing. The guide wire outer diameter measured 0.518 mm, which is within the specification limits of 0.508-0.533 mm per guide wire product drawing. The guide wire was functionally tested per the product instructions-for-use (IFU). The IFU provided with this kit instructs the user, "thread tip of catheter over guidewire. Precaution: allow sufficient guidewire length to remain exposed at hub end of catheter to maintain firm grip on guidewire. Grasping near skin, advance catheter into vessel." The guide wire was advanced through the returned catheter and the undamaged portions were able to pass with little to no resistance. A manual tug test confirmed that the distal and proximal welds were secure and intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with this kit warns the user , "do not use if package is damaged". The lidstock was reviewed as part of this complaint investigation. The words "do not bend" are clearly visible on the front of the lidstock. The customer report of a kinked guide wire was confirmed through complaint investigation of the returned sample. Two kinks were observed on the guide wire body which aligned with a kink on the protective tubing and packaging. The returned packaging had signs of folding/creasing upon return. The guide wire met all relevant dimensional and functional requirements, and a device history record review was performed with no relevant findings. The packaging clearly states, "do not bend." Based on the customer description and the sample received, storage and shipping caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported " the ICU department reported that the swg was bent on two arterial catheters." There was no patient involvement. Associated MDR numbers include: 3006425876-2024-00882.

Manufacturer narrative:
(B)(4).

Event description:
It was reported " the ICU department reported that the swg was bent on two arterial catheters." There was no patient involvement. Associated MDR numbers include: 3006425876-2024-00882.